Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the phm (pumphead module) keypad does not work. During a prescreen at baxter, it was discovered that the open and stop keys were inoperable on the phm keypad. It is unknown when this event occurred. The user interface module master software version for this device is currently unknown. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received but not yet evaluated. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause was a faulty phm (pumphead module) keypad. The phm keypad has been replaced. Additional: the user interface module master software version is 6.13.90, categorized as remediated. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).